Event description:
A trend of malfunctioning filter microbore intravenous infusion tubing began starting (B)(6) 2023 (smiths medical fs116). Reported to the manufacturer (ICU medical) on (B)(6) 2023. Has been documented on 8+ patients. Tubing leaks at the filter or requires excess pressure to prime/infuse fluid. Has impacted flow of medications such as inotropes and sedation on critically ill pediatric cardiovascular patients in the operating room or intensive care unit. One patient on (B)(6) 2023 had epinephrine leaking in the operating room during open heart surgery, possibly contributing to a delay in coming off of bypass. Re-escalated to the manufacturer on that day, and they came on site (B)(6) 2023 to retrieve product. At that time, they mentioned that smiths/ICU medical does not make the filter themselves, but it is provided by another company. Utilized networking listserves to identify if other facilities have experienced the same issue. At least one hospital (B)(6) hospital) has experienced the same issue in the same timeframe with a different brand product that contains a filter that looks almost identical to the one that we use. Have not received update from manufacturer on their internal investigation. Have not stopped use of the product, but have re-educated staff on the manufacturer's instructions for use with ongoing issue.